Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery. The lesion was pre-dilated with a 3.0mm balloon, followed by ivus to confirm calcification. After atherectomy was performed, the 4.0x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion however the balloon ruptured at 11 atmospheres (atm). A 4.0x15mm xience skypoint stent was deployed; however, the stent was not well apposed to the vessel wall due to the calcification. An additional 4.0x15mm xience stent was inflated to 15 atm without issues, completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.